Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k111860, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that over a period of several months' testing with the bd max¿ system, bd max¿ instrument, false positive results were obtained. Confirmatory and/or repeat testing was performed for affected samples, and the results were negative. Erroneous results were reported out, but there was no report of patient impact. Assays used: bd max ext enteric panel (vibrio) the following information was provided by the initial reporter: customer states that they have seen an increase in positive results for vibrio over the last several months. Additionally, they are also reporting that the initial positive results for vibrio on the bd max are testing as negative by the state health department. Customer currently has a 7% positivity rate for vibrio, which is much higher than what they are accustomed to seeing. Customer also had one sample in the last few days that was initially positive on the max, and repeated on the max again (newly prepared sbt from original specimen) and the result was negative on the repeat. The lab is using cary blair as the transport media. Next steps (if necessary): obtain run files for the most recent discrepant/alleged false positive result. Customer also advised to perform environmental testing to confirm or rule-out contamination. Customers are reporting the results as positive initially but sending out to state lab for confirmation. Followed-up with the customer. She states that they have not performed environmental sampling but she was able to identify a possible source of contamination (she observed that the cover on the foam pad of the vortexer had been removed and therefore wasn't being cleaned). She will replace the foam pad and cover it again. She will perform environmental sampling moving forward if the issues persists.

Manufacturer narrative:
H6: investigation summary: the complaint alleges the bd max instrument (catalog number 441916and serial number (B)(6)) had a "false positive¿. Customer reported that they have been receiving an increase rate of vibrio false positive for several months. Customer noted that they have located the source of the contamination. Customer noticed that the cover on the foam pad of the vortex was removed and was not cleaned. Customer replace the foam pad and cover it again. Customer was emailed cleaning and sampling recommendations. Issue was resolved. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 02dec2019, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause is determined to be due to contamination on the vortex. Complaint is unconfirmed as the issue is not instrument related.

Event description:
It was reported that over a period of several months' testing with the bd max¿ system, bd max¿ instrument, false positive results were obtained. Confirmatory and/or repeat testing was performed for affected samples, and the results were negative. Erroneous results were reported out, but there was no report of patient impact. Assays used: bd max ext enteric panel (vibrio) the following information was provided by the initial reporter: customer states that they have seen an increase in positive results for vibrio over the last several months. Additionally, they are also reporting that the initial positive results for vibrio on the bd max are testing as negative by the state health department. Customer currently has a 7% positivity rate for vibrio, which is much higher than what they are accustomed to seeing. Customer also had one sample in the last few days that was initially positive on the max, and repeated on the max again (newly prepared sbt from original specimen) and the result was negative on the repeat. The lab is using cary blair as the transport media. Next steps (if necessary): obtain run files for the most recent discrepant/alleged false positive result. Customer also advised to perform environmental testing to confirm or rule-out contamination customers are reporting the results as positive initially but sending out to state lab for confirmation. Followed-up with the customer. She states that they have not performed environmental sampling but she was able to identify a possible source of contamination (she observed that the cover on the foam pad of the vortexer had been removed and therefore wasn't being cleaned). She will replace the foam pad and cover it again. She will perform environmental sampling moving forward if the issues persists.